Event description:
The customer reported that the central nurses station (cns) rebooted itself, and the two screens started to mirror each other. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurses station (cns) rebooted itself, and the two screens started to mirror each other. They heard some sort of noise and saw the cns rebooting when they checked on it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) rebooted itself, and the two screens started to mirror each other. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the customer reported that the central nurses station (cns) rebooted itself, and the two screens started to mirror each other. They heard some sort of noise and saw the cns rebooting when they checked on it. No patient harm was reported. Investigation summary: technical support (ts) advised that they contact their biomedical engineer (bme) as the customer did not have access privileges to the settings password. Upon follow up with the customer, it was reported that the issue was resolved by the customer. They were not able to identify a cause. The root cause could not be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. This issue will be tracked for future occurrences. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/18/2024 emailed the customer for all information in the ni list above: the customer replied that the issue was resolved, but unable to determine the root cause. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: keyboard/video/mouse (kvm) solution: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Uninterrupted power supply (ups): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na.